Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fall, an investigation is in progress to determine the cause of this reported event. The instrument and fragment were requested to be returned in order to evaluate the intuitive surgical, inc. (Isi) device. However, the customer noted that the instrument and fragment have been disposed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site¿s system logs showed the permanent cautery hook was used on (B)(6) 2022 on system (B)(4). Another pcs was used in the same procedure. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the hook from the permanent cautery hook fell into the patient. The fragment was retrieved with a backup instrument, but the customer was uncertain if all of the fragments were retrieved. The customer performed an x-ray and no foreign objects were identified. The fragment is not available for return. The fragments did not fall during an instrument tip/accessory collision. It is unknown if the wrist was straightened upon removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the scrub tech noted they look at each instrument upon placement into the sterile field, and did not notice any damage at beginning of case. The broken portion was small; therefore, they were unable to determine if the damage was there prior and just not noticed. The fragment fell while the instrument was being removed. When the tip of the instrument was at the internal end of the trocar, it stopped and would not go into the trocar, that was when the damage was noted, because the instrument could not be pulled through the trocar. The surgeon was unsure what caused the breakage/fragment. The instrument was used to remove the gallbladder from the side of the liver. The surgeon had not noticed any issues with the functionality of the instrument. The customer noted that the instrument did not collide with any other instruments or hard material. The breakage was noted when the instrument was being removed for the first time. While it was being removed, there was resistance and the instrument would not pull out, that was when the surgeon looked at the instrument tip and noted the damage. The customer was unable to determine if all fragments were removed and were unsure if fragments fell in or out of the body or if fragments were missing prior to the usage of the item. The cavity was visually scanned at the end of the procedure and no fragments were noted. Additionally, an x-ray was taken at the end of the procedure, and no foreign objects were identified. No additional procedures were required. The procedure was completed robotically with no injury noted. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Neither the instrument nor the fragment is available for return. The customer also noted that the sterilization team disposed of the instrument. There are no images or videos available for review.